Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started to have issues with getting a signal from their implant about 2.5 months ago. The patient had a health care professional (hcp) appointment and met the manufacturer representative. The manufacturer representative stated that they could not make adjustments to the therapy and that the patient would need to have the hcp to look at the implant. The hcp was busy and could not see the patient during that visit. There were no patient symptoms reported. Additional information from the manufacturer representative reported that they had no further information on the event, but that the patients implantable neurostimulator had been replaced the week previous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.